Manufacturer narrative:
On (B)(6) 2019, additional information received indicated that the capsular contracture grade is 1 for both left and right side, and grade 1 is not reportable, therefore code capsular contracture was excluded from the patient code. This report is for the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 6450903, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor memorygel 450cc silicone breast implants which the left side ruptured and bilateral issue with capsular contractures after implantation. As a result patient underwent bilateral removal and replacement as follow: left replaced with catalog number: smpx545; serial number: (B)(4), and right replaced with catalog number; smpx545; serial number: (B)(4) on (B)(6) 2019. This report is for the right side.